Manufacturer narrative:
Product complaint # (B)(4). Investigation summary reoperation. More info will come. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that altrx neut 32idx50od had a portion of the rim fractured, taking with it part of the ards, the device surface deformed; and extraction damage on the concave surface of the liner. Even though there is no cause established for the deformation on the liner or the fracture observed on the lip of the device, consideration must be given to other potential causes such as patient variables, surgical procedure and/or damage caused by extraction of devices. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was not confirmed as it is not possible to determine if the observed condition of the altrx neut 32idx50od would would contribute to the reported event due to lack of information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device j86w37 number, and no non-conformances /manufacturing irregularities were identified. Device history review a manufacturing record evaluation was performed for the finished device j86w37 number, and no non-conformances /manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Reoperation. More info will come.